Event description:
It was reported that the patient received fourteen inappropriate shocks due to noise on the right ventricular lead. The patient could not hear the tone generated by the lead integrity alert. There was thought to be a lead fracture with an insulation breach. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.